Event description:
It was reported that the right lead was not placed within the anterior nucleus of the thalamus, resulting in in-patient hospitalization. The extension and lead were replaced on (B)(6) 2004, and the patient outcome was reported as resolved without sequela. It was later reported that impedance readings were high. No action was taken and the patient outcome was reported as an ongoing event.

Manufacturer narrative:
Event date was unknown. Concomitant medical products: lead model unknown lot# unknown implanted: unknown explanted: (B)(6) 2006, extension model unknown lot# unknown implanted: unknown explanted: (B)(6) 2006.

Manufacturer narrative:
Lead model unk, lot # unk, implanted: unk, explanted: unk.

Event description:
It was reported that impedance readings were high. No action was taken and the event was ongoing. Additional information has been requested, but was not available as of the date of this report.